Event description:
Per the clinic, the patient experienced trauma and seroma followed by infection, wound breakdown and skin necrosis at the implant site. The patient was hospitalized for two weeks (date not reported) to be treated with IV antibiotics. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.